Event description:
The customer reported the device failed to pace during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported the device failed to pace during use. No adverse pt impact was reported. On 5/12/08, philips evaluated the device. The device passed at testing. There is no info that supports a malfunction occurred. The info available does not support that a malfunction of the device occurred. The reported symptom is consistent with the therapy cable being incompletely connected to the therapy port.